Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed numbness in the legs. The patient additionally reported symptoms of pain and inflammation at the ipg site. The numbness was still present even after the stimulation was turned off, however the device was explanted. There have been no reports of further complications regarding this event.